Event description:
Voluntary medwatch received states that the patient experienced chest pain and atrial fibrillation (af) with rapid ventricular response. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, high pacing impedance and undersensing. No changes or interventions were done. The patient condition was not known.